Event description:
Customer reported she had two high blood glucose readings back to back. Customer was at 140 mg/dl and went up to 379mg/dl. Then it went up to 460 mg/dl an hour later with no food and she went on an extensive. Customer treated with manual injection. The insulin pump had a protruded drive support disk. Customer was unsure how the damage occurred. Customer was advised to revert to back up plan. Customer declined trouble shooting for insulin squirting out and device alarming during prime. No further information reported.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test and unable to prime/a33 test due to loose protruded drive support disk. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.